Event description:
It was reported that the tip of the screwdriver broke. No patient complications were reported.

Manufacturer narrative:
Initial portion of mas head engagement thread damaged, consistent with crossthreading due to misalignment of male thread to mas female thread. No damage or witness marks noted on driver shaft set screw interfacing tip.

Manufacturer narrative:
(B)(4). The driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.